Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose levels but ultimately went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 415 mg/dl with ketones of an unspecified size on (B)(6) 2025. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and no permanent damage was identified by a healthcare provider. Customer declined further troubleshooting; therefore, no additional information could be obtained.